Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: all of the keypad buttons were normally responsive. No contamination was found on the button contacts. Unrelated to the initial allegation, the battery compartment was cracked. The display screen was dim and discolored. The battery cap had stripped threads.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the up and down buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.